Event description:
It was reported that patient complained of a painful right knee. The femoral component was removed after sigma femoral adapter bolt from tc3 femur from prior surgery was discovered to have broken. After, tc3 femoral component, from prior surgery and unknown surgery date was removed. The patient was revised to a s-rom small hinged femoral component, 46mm femoral sleeve and 13x150 cemented femoral stem. Prior surgery date is unknown. No additional information available. There was no surgical delay. Doi: unknown ; dor: (B)(6) 2022; affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a manufacturing record evaluation (nc search) was performed for the finished device 960784 , lot 491974, and no non-conformance's / manufacturing irregularities were identified.